Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had a sticky trigger and would not run. Therefore, the reported condition that the device was not working was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery handpiece device would not run - trigger defective, had a sticky trigger, worn gear and seal, corrosion/rusting/pitting, component damage, leak tightness test failure, and moving parts of the device did not move smoothly. It was further determined that the device failed pretest for check function of the device, check for sticky triggers, check for mechanical free movement, check the attachment coupling, leakage test, and general condition. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.